Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal via an implanted pump. The patient¿s indication for pump use was intractable spasticity and other spasticity. An infection in the pump pocket was reported to have occurred in (B)(6) 2013, and the patient experienced fever, redness, and drainage related to the infection. The symptom onset was gradual over the course of a week after implant, and that it started within the 3rd or 4th day. The infection was a staph infection and was associated with the implant of the patient¿s fourth pump. Every time the pump was taken out, the patient lost her memory so she did not recall all of the details. The patient¿s infection resolved on an unknown date. Additional information has been requested, but it was not available at the time of this report.